Event description:
Baxter canada reports "air being sucked into tubing". Affiliate reports pt noted shoulder pain due to excess air infused into peritoneal cavity. No pt injury or medical intervention required as a result of incident per affiliate.